Event description:
It was reported that the customer had an error alarm occur with their insulin pump. Customer's blood glucose level was reported at 112 mg/dl. Product is being replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement and self test. The insulin pump was monitored and functioned properly. No error alarms were noted during testing. The insulin pump had a cracked case at the display window corners, a cracked reservoir tube lip and a cracked display window.